Event description:
Caller reported a cgm error 42 with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Customer was provided with pump reset instructions and attempted to reset the pump three times without success. Customer decided to use backup mdi therapy until his wife could provide assistance.